Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that on tuesday they woke up and the bottom of their foot was numb. Patient stated that every day they woke up with more of their leg numb. Pt said that the numbness was going into their worse leg of their crps and that now the numbness was starting in their other foot like it did on their better leg. Pt said that the numbness was travelling up their legs and was to their butt cheeks now. Pt said that they had turned the ins off for two days, but that didn't help anything. Pt said that they were on vacation and when they got back, they had their dog on a leash and the dog took off after a cat, and the pt was flipped around they landed on their back and their arm was up and they were pulled a couple feet by the dog. Pt said that this was like five weeks ago. Pt said that the ins was on their right side. Pt said that they saw hcp on thursday and that afterward, they were walking up their steps and all of a sudden the stimulation got way stronger. Pt said that they usually kept the stimulation on 9.8 or 10.2, but now the stimulation intensity on 8.2 felt like it was set at 10.2. Pt said that hcp thought that they just had a flare up. Agent redirected pt to hcp to further address the reported issue. Additional information was received. Pt mentioned they normally loosing their balance but the balance is better when they turn stim off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported it was recommended to patient to turn stimulation down due to patient stating they had been increasing the stimulation. Patient reported feeling better once it was turned down to a more comfortable level. Patient stated they would call back if needed.